Manufacturer narrative:
This supplemental report is being submitted to provide the DHR review of the referenced device. A review of the DHR was conducted for the concerned device which indicates the device was manufactured in march 2016. There was no defects, nonconforming issues or any corrective action issues during the manufacturing of the device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be confirmed. However, based on the similar reported events, the most probable cause of the reported event could be attributed to the distal tip of a flexible endoscope being deflected at an extreme angle while the device is inserted. The instruction manual warns users: "insert electrode into endoscope. Do not attempt to insert the electrode when the distal tip of a flexible endoscope is deflected at an extreme angle. Damage to the endoscope and/or electrode can result. Position electrode appropriately¿.

Event description:
Olympus was informed that during the middle of a biopsy of the bladder procedure, it was reported that the physician noted the device was not heating up properly and upon a visual inspection, the tip of the device was observed broken and missing. The broken tip was found inside the patient¿s bladder. The broken tip was retrieved from the patient using an unidentified grasper device. The procedure was completed with the use of a similar device. There was no patient injury reported. Additionally, there was no sparking/arcing observed during the procedure; no reported issues withdrawing the device from the patient; no unexpected bleeding to the patient; the procedure was prolonged less than five minutes; the patient did not require a longer stay or additional treatment. It was also reported that prior to the procedure the electrode, hand piece, cables, generator and connections were inspected and no anomalies were noted.